Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, users were unable to replace the key as the station greyed out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to replace the key as the station greyed out. A field service engineer checked with the customer but was unable to determine the issue as the customer was not on site. The engineer tested the drawer and found it to be working correctly. The drawer was also tested with the customer. The system functioned as intended after the field service engineer troubleshot the device.